Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose level was 170 mg/dl. A pump replacement was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.